Manufacturer narrative:
(B)(4) follow up for device evaluation. A foreign black residue was reported in a bag of syringes. To support the investigation, five unpackaged samples and six photographs were provided to our quality team for evaluation. Visual inspection found no defects or imperfections on two samples. One sample exhibited lighter barrel scale printing that was determined to be acceptable, and the remaining two samples showed ink residue. The submitted photographs depict several of the received samples with photos showing what appears to be a syringe with a missing barrel scale marking. The observed ink residue may be attributable to ink from the top web printing process becoming loose. The missing scale marking could result from a jam during the scale marking printing process. A device history record review was completed for material number 301031, lot 5282900. No quality issues were identified during production of this lot that would be expected to contribute to the reported condition, and no related quality notifications were identified. All manufacturing processes and final inspections met specification requirements. The samples will be shared with associates for awareness. To date, no additional similar reports have been received for this lot. Based on the investigation and analysis of the returned samples, the customer reported condition is confirmed.

Event description:
It was reported, syringe 20ml ll, foreign black residue in a bag of syringes and the residue is present on both the inside and outside of the syringes.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.